Event description:
A peritoneal dialysis (pd) patient contact reported to the technical service department (ts) on (B)(6) 2025 that the cycler was alarming with supply bag lines are blocked message in dwell 2 of 4. The patient was connected during the incident. The patient did not disconnect the supply bag (sb) but while on the call the caregiver noticed that the bag was no longer attached to sb line. Both the patient and caregiver are unsure how bag may have become detached from sb. Pressed ok, message reoccurred. Upon follow-up conducted on (B)(6) 2025 the patient contact stated that on (B)(6) 2025 the patient liberty cycler was alarming constantly while patient was on their second dwell. They contacted technical support (ts) to troubleshoot the issue and during that time they noticed that the supply bag line from one of the 3l solution bag was disconnected. Per contact they don¿t know how that occurred. The contact stated that maybe or somehow the tubbing was not connected correctly or tight enough. The patient contact stated that the tubbing was on the floor and there was no leak coming from it. The patient was able to complete treatment on the cycler on the day of the reported event after setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The supplies are not available to be returned to the manufacturer for physical evaluation since the patient has disposed of it.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to the technical service department (ts) on (B)(6) 2025 that the cycler was alarming with supply bag lines are blocked message in dwell 2 of 4. The patient was connected during the incident. The patient did not disconnect the supply bag (sb) but while on the call the caregiver noticed that the bag was no longer attached to sb line. Both the patient and caregiver are unsure how bag may have become detached from sb. Pressed ok; message reoccurred. Upon follow-up conducted on (B)(6) 2025 the patient contact stated that on (B)(6) 2025 the patient liberty cycler was alarming constantly while patient was on their second dwell. They contacted technical support (ts) to troubleshoot the issue and during that time they noticed that the supply bag line from one of the 3l solution bag was disconnected. Per contact they don¿t know how that occurred. The contact stated that maybe or somehow the tubbing was not connected correctly or tight enough. The patient contact stated that the tubbing was on the floor and there was no leak coming from it. The patient was able to complete treatment on the cycler on the day of the reported event after setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The supplies are not available to be returned to the manufacturer for physical evaluation since the patient has disposed of it.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.